Event description:
Known need for a right ventricular lead revision due to high thresholds. The patient was presented for elective pacemaker replacement. The existing ventricular lead was capped at that time.